Manufacturer narrative:
Investigation findings: the handpiece was returned for evaluation and during testing overheating occurred related to collet bearing failure. The handpiece instruction manual warns the user of the following: overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the handpiece instruction manual informs the user that this device has a recommended service interval of 12 months.

Event description:
It was reported that during use of this drill with a bur guard in oral surgery, the surgeon noted an increase in bur guard temperature and the bur became stuck in the collet. There was no report of injury or surgical delay with this event.